Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. During the lead placement, it was determine that the lead measurements were within range as measured by the analyzer; however, when the lead was connected to the device, the lead exhibited high impedance. Additionally the device did not pace. It was noted that the physician was inexperienced and had difficulty reconnecting the lead to the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device included a damaged grommet with the set screw was found in the connector bore. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).